Event description:
Caller reported symptoms of hyperglycemia with a nano system blood glucose result of 314 mg/dl. She self-treated with 1 unit of humalog based upon the result and symptoms. Same system retest result 1 minute later was 137 mg/dl. She felt better in 20 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.